Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a charge / shock failure. There was no patient involvement.

Event description:
It was reported to philips that the device had a charge / shock failure. There was no patient involvement. One processor pca was received for failure analysis. The reported problem was verified during lab tests as the resistor r198 was found cracked.